Manufacturer narrative:
The technician found the hi/lo motor brake assembly was dirty/greasy. The technician cleaned and properly lubricated the drive to repair the bed.

Event description:
Info received indicates the hi/low function is drifting.